Event description:
Capsular contracture baker grade unknown, right-side.

Manufacturer narrative:
The device was returned intact and functional with light yellowing. No additional observations.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Surgeon reached out to clarify that this is not the affected side and only the contralateral.